Event description:
During surgery, the screwdriver became stuck in the screw resulting in a 40 minutes delay to the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.